Event description:
Healthcare professional reported seidel positive in a patient who underwent xen surgery. This patient, because of the high risk of infection induced by seidel, will have to undergo a new surgery in order to have the xen removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.